Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a 9q micro vascular plug with a non-medtronic 4fr sheath during a procedure to treat the patient¿s proximal left internal iliac artery. The device was inspected prior to use. IFU was followed and the device was prepped without issue. It is reported the plug pre-detached in the 4fr sheath. The detachment occurred fully in the sheath. No part of the device remained in the patient. A second 9q micro vascular plug was opened to complete the procedure. No patient injury reported.